Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: out of box failure. We went to turn on the crossfire 2 console for the first time and it won't turn on the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Alleged failure: out of box failure. We went to turn on the crossfire 2 console for the first time and it won't turn on the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.